Manufacturer narrative:
H3: two axium prime coils and an echelon-10 were returned for analysis. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coils. Upon visual examination, the echelon-10 hub was found to be separated from echelon body. No bends or kinks were found with catheter body. The distal tip appears to have been shaped and damaged. The total length of the returned echelon segment was measured to be 155.5cm. The useable length of the echelon-10 micro catheter was unable to be measured due to its damaged condition. The axium prime coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. The echelon-10 micro catheter could not be used for resistance testing due to its damaged condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath hub¿ could not be confirmed and the root cause could not be determined as the axium prime coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Improper hubbing technique could not be ruled out as a potential root cause for the event. The customer reported preparing the axium prime coil prior to use (which includes implant coil hydration). Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ could not be confirmed. The echelon-10 micro catheter was unable to be tested with an in-house mandrel or returned axium prime coils due to their damaged condition. Possible contributing factors to ¿catheter resistance at hub¿ include utilizing an improper hubbing technique, failure to hydrate the coil prior to use, failure to utilize continuous flush, and failure to use a compatible microcatheter for delivery. As noted in the echelon IFU (instructions for use): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ the product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding two axium coils that were unable to pass the hub of the echelon-10 microcatheter. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm of an ophthalmic artery segment. The aneurysm max diameter was 3.4mm and the neck diameter was 2.4mm. The access vessel diameter was 7.6mm. Blood flow and vessel tortuosity were normal. It was reported that all devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). Three axium coils were successfully delivered through the echelon catheter and implanted in the aneurysm. The axium coil (apb-1-1-hx-es) was then to be implant. However, the coil could not enter the echelon microcatheter. The coil was replaced with another of the same model but the replacement coil also could not enter the echelon catheter. After the echelon catheter was withdrawn, it could not re-enter the aneurysm cavity so the procedure was ended. There was no harm or injury to the patient. Additional information received reported that there was no kink/damage to either coil or either pusher observed after removal. There was no noted damage to the catheter after removal. The coils did not push out of the introducer sheaths smoothly.